Manufacturer narrative:
The devices remain implanted therefore no devices or photos were returned. As such a determination on the condition of the components could not be made. Reviews of the device history records for the devices indicate they were sterilized per procedure. The devices were used for treatment. No other complaint than those for this patent have been reported for the provided lots. The provided operative notes do not indicate anything out of the ordinary for the primary surgery. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer biomet considers the investigation closed.

Manufacturer narrative:
(B)(4). Other devices used: catalog #00840009500, nexel elbow articulation kit, lot #63095925; catalog #00840004510, nexel elbow humeral stem, lot #62959574; catalog #00840009000, nexel elbow humeral screw kit, lot #63006357. This report will be amended when our investigation is complete.

Event description:
It is reported the surgeon performed an irrigation and debridement of the elbow due to the patient experiencing posterior incision drainage and being diagnosed with superficial abcess.